Event description:
Customer reported the battery of her adc freestyle libre 2 reader was defective and no longer charges. Customer was therefore unable to test and experienced a loss of consciousness due to hypoglycemia. Customer was treated with glucose gel and 10 mg mcp (metoclopramide) drops by a third party. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Performed visual inspection on the reader and no issues were observed. Reader was sufficiently charged. De-cased the reader and no issues were observed upon visual inspection. A power consumption test was performed and the off current was measured. The off current was within specification. Fast draining battery was not observed. Therefore, the issue is not confirmed.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack DHR for verification of correct cable were reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the battery of her adc freestyle libre 2 reader was defective and no longer charges. Customer was therefore unable to test and experienced a loss of consciousness due to hypoglycemia. Customer was treated with glucose gel and 10 mg mcp (metoclopramide) drops by a third party. No further treatment was required. There was no report of death or permanent injury associated with this event.